Event description:
Healthcare professional reported that during surgery, a system error message was displayed. The surgeon changed four times the handpiece but the system error message persisted. Surgery could not be finished because the facility did not have a back-up system. At the end of the day, the system was repaired and surgeon finished the surgery successfully.

Manufacturer narrative:
The company rep examined the system and replaced the ultrasound controller printed circuit board assembly to address the reported nonconformity. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).